Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic total extra peritoneal, on insufflation, the balloon could not inflate due to a leakage from the hole in the balloon. Another instrument was used to complete the case. There was no patient injury.